Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced misaligned scale marking. The following information was provided by the initial reporter: a pictures of a 20 and a 5 ml syringe with a "displaced" scale was seen. In the case of the 5 ml syringe I reckon it is 0,1 ml after the last scale mark.

Manufacturer narrative:
H.6. Investigation: two photo samples were provided to our quality team for investigation. Through visual inspection, the scale is observed to be slightly displaced. A device history review was performed for lot 2101032, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was inspected and no issues were observed related to the placement of the scale. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. During the barrel printing process, operators periodically verify the volume accuracy with a pass/non pass gauge. All retained samples underwent the same testing and verified the scale was within the proper tolerance. Based on the available information, we cannot identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced misaligned scale marking. The following information was provided by the initial reporter: a pictures of a 20 and a 5 ml syringe with a "displaced" scale was seen. In the case of the 5 ml syringe I reckon it is 0,1 ml after the last scale mark.